Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump did not deliver boluses properly and that the device user experienced high blood glucose. The caller did not know the blood glucose reading. The caller stated that the customer had primed the infusion set and completed a high pressure test on the device, as well as the self-test, which the insulin pump passed. The caller stated that no insulin came out during the bolus, and this issue recurred 3 or 4 times. The customer requested replacement of the insulin pump and a request was made to have the device returned for analysis.